Event description:
Inbound, pt reported no disposable pump won't run alarm on both pumps with new cadd flow stop cassette unresolved. Cassette wasted and replaced with new veletri cassette, then resolved. No further details provided.